Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection was performed and the issue was not able to be identified in two (2) of the photographs. One of the photographs revealed a line of approximately 3mm long, however, by means of the image it was not possible to determine if it was a fissure. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not able to be verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a fissure (crack). This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.